Event description:
During a tooth extraction the device started to overheat. Another device was used to complete the procedure. There were no adverse consequences to user or patient and no delay in procedure.

Manufacturer narrative:
The device was returned to the manufacturer. The customer complaint of overheating could not be verified. There was excessive noise and vibration found coming from the motor area. The device was repaired and returned to the customer.